Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in the endovascular treatment of a 60mm thoracic aortic aneurysm. It was reported that during the index procedure, that the free flow proximal stent of the device deployed automatically during the unsheathing of the graft cover. It was stated the tip capture mechanism was not interfered with pre- deployment and remained the locked position throughout deployment and there was no atypical resistance during the delivery noted. There was no consequences to the delivery or accurate placement of the device. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.